Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the pump was not calculating the insulin on board (iob) correctly. The reporter stated that at 5:30pm, a 14u bolus was given to the patient. The pump's iob duration is set to 4 hours. At 10:24pm that evening when the reporter was going to administer another bolus, the pump showed that 13.99 units were still on board. The patient's mother stated that she gave the patient 4 units and at time of call, pump was showing an 18.30 units on board. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 (B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a 14 unit bolus delivered prior to a "replace cartridge" alarm. The "replace cartridge" alarm was not acknowledged for a period of 5 hours, causing a pause in the insulin-on-board calculation. The pump was noted to have function as designed. On testing, an ez-prime operation was successfully performed without difficulty with the units remaining being properly written to the pump history. A test bolus of 10 units was given with the insulin on board set to four hours and after four hours the insulin on board was cleared and the bolus delivered. No defect was found and the pump was noted to be functioning as intended. Unrelated to the complaint, the force sensor was tested and found to be out of specification.